Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one patient sample/ a manual differential was performed on the sample with 4% blast cells observed. The customer believed the manual results to be correct. The erroneous results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for analyzer 3 of 3. See MDR #1061932-2011-01729 for analyzer 1 of 3 and MDR #1061932-2011-01730 for analyzer 2 of 3. Quality control samples were run before and after the incident and recovered in range. On (B)(4) 2009 a field service engineer visited the site to assess the analyzer. He reviewed field trends and checked the triple transducer module (ttm). No problems were observed. The software algorithm of the lh780 had its flagging preferences set to mid level settings for blasts and variant lymphocytes and for imm ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes and promyelocytes) with imm ne 1 (immature neutrophils, primarily bands) turned off. The raw data from test run were analyzed. The raw data files did not show significantly abnormal patterns. The root cause is that the algorithm flagging rules at these settings were not sensitive enough to detect the presence of blasts for this specific patient sample.